Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on left eye (os) at 5 month post op exam. The treatment on (B)(6) 2014 was wavelight (wl) intralase (il) monovision (mv) distance (od) and the high ratio was inferior/superior (I/s) was near (os).the patient¿s chief complaint was blurry vision and that eye was not as sharp as it would like. The patient was referred to a corneal specialist for a professional opinion on treatment options. The date of discovery of ectasia was on (B)(6) 2015 and the treatment was on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.